Event description:
The customer reported a touchscreen error code before a case. The problem occurred with the patient on the table. No injury was reported.

Manufacturer narrative:
The service rep could not duplicate the problem, but replaced the touchscreen to avoid any further downtime of the system.